Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during bolus and basal deliveries, as well as no delivery alarms. The blood glucose reading was 134 mg/dl. The customer stated that the device kept rewinding itself. No significant events leading to the alarms were observed. Advised replacement of the insulin pump. Nothing further reported.